Manufacturer narrative:
Complaint suggestive of reportable malfunction/incident. Will investigate further. This is an initial report. A follow-up will be submitted when the final evaluation is completed.

Event description:
(B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On an unknown date the display could not be read anymore because not all the lines were visible on a humapen memoir burgundy pen. This humapen memoir burgundy pen was associated with an unknown lot/(B)(4). The consumer patient was the user of the device. Training information was not provided. This model pen had been in use for about a year. The status of the device was unknown.

Manufacturer narrative:
No further follow up is planned. Evaluation summary a patient reported not all of the lines were visible on a humapen memoir device. The device was not returned for investigation (batch unknown); therefore, device could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. The complaint narrative suggests missing segments in the numbers of the display. If the missing segments occurred in the dose numbers, this reportable malfunction may result in an inaccurate dose of insulin. The user would typically be aware of missing dose number segments. When the device is powered on, all segments of the display are illuminated to confirm proper function. The user manual instructs if any part of the pen display is missing do not use the pen. It further instructs if the display is not working correctly to contact lilly or their healthcare professional. There is no evidence of improper use.

Event description:
Lilly case ID: (B)(4). This device case, which does not involve an adverse event, reported by a consumer, who contacted the company with a product complaint, concerns a patient of unknown age, gender, or origin. The patient was taking an unspecified medication for treatment of an unknown indication. On an unknown date the display could not be read anymore because not all the lines were visible on a humapen memoir burgundy pen. The units could not be read as well. This humapen memoir burgundy pen was associated with an unknown lot/product complaint (B)(4). The consumer patient was the user of the device. Training information was not provided. This model pen had been in use for about a year. The device was not returned. Update 19sep2016: additional information received on 16sep2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative.